Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and device expulsion ('expulsion, expulsion of essure device, right fill and spill,device at the mid fundus') in an adult female patient who had essure (batch no. D19669) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods and parity. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dyspareunia ("claiming pain: (dyspareunia (painful sexual intercourse))"), migraine ("migraine"), headache ("headaches") and post procedural infection ("complications during removal surgery? Infection"). The patient was treated with surgery (salpingectomy (unilateral),laparoscopic left tubal sterilization by fulguration). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, dyspareunia, migraine, headache and post procedural infection outcome was unknown. The reporter considered device dislocation, device expulsion, dyspareunia, headache, migraine and post procedural infection to be related to essure. The reporter commented: the plantiff states that she received treatment for dyspareunia, device expulsion, device dislocation, migraine, headache. 5 coils visualized following the correct placement on the ieft side and 6 coils on the right side current weight 156 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65.77 kgs. Hysterosalpingogram - on (B)(6) 2016: unilateral occlusion (left tube occluded). Expulsion of essure device, visualized close to the midfundal area of the uterus. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received lot number was added. Reporter information, medical history and lab data were added. Patient aka name was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and device expulsion ('expulsion, expulsion of essure device, right fill and spill,device at the mid fundus') in an adult female patient who had essure (batch no. D19669) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods and parity. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dyspareunia ("claiming pain: (dyspareunia (painful sexual intercourse))"), migraine ("migraine"), headache ("headaches") and post procedural infection ("complications during removal surgery? Infection"). The patient was treated with surgery (salpingectomy (unilateral),laparoscopic left tubal sterilization by fulguration). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, dyspareunia, migraine, headache and post procedural infection outcome was unknown. The reporter considered device dislocation, device expulsion, dyspareunia, headache, migraine and post procedural infection to be related to essure. The reporter commented: the plantiff states that she received treatment for dyspareunia, device expulsion, device dislocation, migraine, headache. 5 coils visualized following the correct placement on the left side and 6 coils on the right side. Current weight 156 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65.77 kgs. Hysterosalpingogram - on (B)(6) 2016: unilateral occlusion (left tube occluded). Expulsion of essure device, visualized close to the midfundal area of the uterus. Batch no: d19669, production date: 2014-10-22, expiration date: 2017-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("expulsion"), dyspareunia ("claiming pain: (dyspareunia (painful sexual intercourse))"), migraine ("migraine"), headache ("headaches") and post procedural infection ("complications during removal surgery? Infection"). The patient was treated with surgery (salpingectomy (unilateral),tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, dyspareunia, migraine, headache and post procedural infection outcome was unknown. The reporter considered device dislocation, device expulsion, dyspareunia, headache, migraine and post procedural infection to be related to essure. The reporter commented: the plantiff states that she received treatment for dyspareunia, device expulsion, device dislocation, migraine, headache. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received : incident category updated. Event ¿ injury¿ was replaced with events given in the sd. Events added- dyspareunia, device expulsion, device dislocation, migraine, headache, infection. Lab details added. Product indication added. Insertion and removal date updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.